Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.